Manufacturer narrative:
Date received by manufacturer: 19sep2019. Date of report: 20sep2019. The customer reported blower not working, and patient circuit occluded message displayed. The manufacturer¿s field service engineer (fse) remotely confirmed the reported blower not working, and patient circuit occluded message displayed issue. The customer dissembled the blower assembly. The fse recommended plugging 'failed' blower into a known good motor controller printed circuit board. The customer confirms splitting the circuit in half and found that the motor pcb was the culprit. The fse recommended replacing either the blower or mc pcb in the subject ventilator as indicated by test. The customer confirms the mc pcba was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported blower not working. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019.

Event description:
The customer reported blower not working. There was no patient involvement.